Event description:
According to the received information, the patient was injected with rha2 in her lips and chin. On (B)(6) 2021 the consumer woke up in the middle of the night at 3 am and reported that she experienced an allergic reaction further clarified as "her face, lips, jaws, and tongue were swollen. The patient then took an unknown amount of benedryl and visited the emergency room, in which she was treated with additional doses of benadryl, prednisone, and IV pepcid. The patient left the emergency room the same day. The patient noted that she had gotten a foster dog the night before on (B)(6) 2021, and has since returned the dog, but stated that her allergic symptoms have persisted. The patient further clarified that the allergic reaction was localized in her face, and that on (B)(6) 2021, 11 days following the injection of rha 2, she stated her chin had become red, lumpy and itchy. On (B)(6) 2021, the patient was injected with hylanex/hyaluronidase to dissolve the filler, but it is unknown in which locations the hyaluronidase was injected. Following the injection of hylanex, the patient still had a couple of firm lumps in her lips (one on the top lip and a couple on the bottom lip. The patient continues to treat with benadryl, although she clarified she is taking less benadryl at the time of this report 5:00 pm on (B)(6) 2021. She stated she has two more dose of prednisone to take. The outcome of the events of allergic reaction, lip swelling, chin swelling, face swelling, and tongue swelling were resolving. The outcome of the event of red chin was not recovered. The outcome of the events of itchy chin and firm lumps on lips was unknown.